Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip, the customer was also advised to suspend the insulin pump while hospitalized. The customer also mentioned a bent cannula. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.